Event description:
Caller reported an issue with cgm error 42. Customer support provided clear instructions for resetting the pump, which the caller followed. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.